Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed numerous kinks to the hypotube of the device. Microscopic inspection revealed that at 3mm distal from the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled and was punctured twice within the buckled area. There was blood and contrast in the inflation lumen and the loosely folded balloon. The puncture to the guidewire lumen would prevent device inflation.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure before it reached the nominal pressure, the balloon burst. The device was removed from the patient successfully and the procedure was completed via an alternative balloon. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure before it reached the nominal pressure, the balloon burst. The device was removed from the patient successfully and the procedure was completed via an alternative balloon. No patient complications were reported.